Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had blood glucose levels of over 400 mg/dl and has had low blood glucose levels of 39 mg/dl. The customer stated that she was not hospitalized. The customer stated that she did not think the insulin pump was delivering insulin. The customer has been receiving many lost sensor errors and is unable to have the transmitter communicate with the sensor. Troubleshooting was done for customer's blood glucose levels. Advised that the insulin pump was working as designed. Customer mentioned that she saw air bubbles in the tubing. The customer's blood glucose at the time of the call was 236 mg/dl. Nothing further reported.